Manufacturer narrative:
Upon internal review, it was noted that the following information was incorrectly submitted to 2951250-2016-01894. Follow-up information received on 21-jun-2016:quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). Lot number c18707, production date 27-jan-2014 and expiration date 31-jan-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment:this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert)inserted. During the procedure, when the physician inserted the device into the left ostia, approximately 3 coils broke off at proximal end and fell in the uterus. These pieces were retrieved with graspers. The patient was fine. This event was previously regarded as unlisted according to the reference safety information for essure; however, upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to serious health deterioration,this might have occurred under less fortunate circumstances. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c18707, inserted on (B)(6) 2015. Patient had successful placement of device on right side. When the physician inserted the device into the left ostia, approximately 3 coils broke off at proximal end and fell in the uterus. The pieces were retrieved with graspers. The patient was fine. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, when the physician inserted the device into the left ostia, approximately 3 coils broke off at proximal end and fell in the uterus. These pieces were retrieved with graspers. The patient was fine. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to serious health deterioration, this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.